Manufacturer narrative:
(B)(4).

Event description:
The incident low blood glucose value was 60mg/dl. Audio issue recurred during troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported audio anomaly via phone call. Customer blood glucose reading at the of the incident is 192 mg/dl. Customer state the insulin pump does not beep. The issue reoccurred after troubleshooting. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).